Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient result was not good. The lens was exchanged for another company lens 04 months 06 days following the initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).